Event description:
It was reported that an ilet device generated persistent alert 65 despite multiple restarts with adequate battery level, and the user was advised to shut down the device and a replacement was arranged; the reported device problem aligned with a mechanical problem. Customer care provided support that included device replacement logistics. Investigation of this case revealed a mechanical problem was identified. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.